Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock lead impedances measuring greater than 200 ohms after a commanded shock test was performed. Technical services discussed possible causes and provided programming options. Additionally, it was noted that impedances were stable last year. At this time, the lead remains in service. No additional adverse patient effects were reported.